Manufacturer narrative:
A request was made for the study site to provide the resolution to this case. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high, out-of-range impedance measurement of 2,700 ohms, and loss of capture at an output of 7.5v. No adverse patient effects were reported. (B)(6) study.